Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recv1880 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the midline was broken/leaking. On (B)(6) 2019: it was reported that the patient was prepped for midline placement, went to prime/flush catheter in sterile kit, noticed leaking w/prime. Never used, put to side for report.

Event description:
It was reported that the midline was broken/leaking. (B)(6) 2019: it was reported that the patient was prepped for midline placement, went to prime/flush catheter in sterile kit, noticed leaking w/prime. Never used, put to side for report.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, but the exact cause could not be determined. One 3fr single lumen per-q-cath midline was returned for investigation. The stylet and t-lock assembly were attached to the catheter. A functional test revealed fluid leaking through a 0.5mm longitudinal split that was observed in the external surface of the tubing at the distal end of the taper in the molded hub. After removing the stylet, the catheter was bisected near the leak site. A microscopic observation revealed that the damage within the catheter was greater than what was observed on the external surface of the tubing. Impressions from the stylet coil wire were visible at each end of the split. A slight bend was observed in the stylet that coincided with the catheter leak site. It appears that the catheter was compressed against the stylet wire, but how and when this damage occurred could not be determined. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ manipulation of the stylet within the lumen can also damage the catheter if the stylet is not wetted prior to repositioning. The IFU indicates to never use force to remove stylet. Resistance can damage the catheter. A review of the manufacturing records showed that no problems were identified during the manufacturing process. A lot history review (lhr) of recv1880 showed no other similar product complaint(s) from this lot number.